Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an irregular cut during a lasik procedure on a patient's right eye. During the realization of the corneal hood on patient's right eye, the conjunctiva was progressively raised on the upper part of the suction ring. The cavitation bubbles on the end of the cut, in the lower part, did not present the same homogeneity as on the upper part. The surgeon decided to try to lift the corneal hood. The hood tore during this attempt. The surgeon then replaced the hood and interrupted the procedure. No excimer treatment was applied to the patient's right eye. Upon follow up, surgery has not be scheduled and no clinical information was provided.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. System history shows that the laser was verified successfully prior to the reporting date. Logfiles review shows that the user had trouble achieving good suction two values. The vacuum value for suction two was at the lower limit. The system shows no deviation which can contribute the reported problem from the technical side. Clinical review states that according to the image in the treatment report, the applanation was decentered. Because of this reason there had been a thinning and a vgb (vertical gas breakthrough) occurred on the inferior area of the flap and the flap location was moved more superiorly by the user. The desired flap thickness was 110m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, because of the decentration of the flap location, the side cut for the superior part of the flap was done on the sclera. The bleeding because of this reason is visible on the treatment report. No technical root cause was identified as the product was found to be within specifications. The most possible root cause can be determined as user handling with improper docking technique. (B)(4).